Event description:
It was reported that the pt was experiencing headaches and dizziness. It was found that the patient's ventricular catheter had shifted forward in her head resulting in increased ventricle size. In 2008, the device was explanted. The pt is in good condition.

Manufacturer narrative:
The device has not been returned to manufacturer.